Event description:
It was reported that during device upgrade procedure a deformation at 5 cm from the connector pin was noted on the insulation of the right ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.